Event description:
In 2009, biolitec, inc. Received info from FDA regarding an alleged event that may have involved the use of this company's smilepro 980 laser. Although no specific product identification was provided, the event description alleges that the laser was used to perform a frenectomy in 2007. The event description further indicates that the surgery area "did not heal as expected", and resulted in tooth loss.

Manufacturer narrative:
The company was notified by FDA via report #mw5010408 (attached). This was the first time the company had become aware of the event. The info provided on the report is not sufficient enough to investigate the device or the event. The company has never received any other event report pertaining to the named device. Nevertheless, the company thought it prudent to submit an MDR for this event to ensure full compliance.